Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary visual inspection: the visual inspection of the complained drill bit shows that the coupling part is broken off. Therefore this complaint is confirmed and the received condition do agree with the complaint description. It is also visible that the drill bit is partially blunt as the cutting edges at the tip are slightly damaged as result of often use during long term in use dimensional inspection: the inner diameter of the cannulated drill bit is not possible to measure due to the damage at the breakage front, but looks properly drilled and passing over guide wire was possible without any problems. Material or hardness review: the review of device history record has shown that the correct material was used and that the hardness was within the specification. Summary: no product fault could be identified. We have to assume that exceeding applied mechanical force as result of insufficient cutting performance may have caused this breakage. It is important to check all cutting instruments prior to use and to replace them in case of damaged cutting area in order to prevent such occurrences. This instrument has reached his end of live time. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 356.822 lot: sx405495 manufacturing site: selzach supplier: sphinx ag release to warehouse date: 19.feb.2007 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. The used material was stainless steel as required and the measured harness was within the specification review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent a proximal femoral nail antirotation (pfna) surgery. During the surgery, while the surgeon was drilling the bone for inserting an unknown blade, the drill bit for pfna blade broke at the connection part with the adapter. While drilling the bone, it seemed that the drill interfered with the pfna nail. The breakage happened when the drill bit was far enough from the patient so, no broken piece remained inside the patient. The pfna blade was inserted properly, and the surgery was completed successfully. There was no surgical delay and no adverse consequence to the patient. Concomitant devices: drill (part unknown, lot unknown, quantity 1), pfna nail (part unknown, lot unknown, quantity 1), adapter (part unknown, lot unknown, quantity 1). This report is for one (1) drill bit for pfna blade. This is report 1 of 1 for (B)(4).